Event description:
The customer observed higher than expected vitros tropi es results from three patient samples processed on a vitros 5600 integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported outside the laboratory. Corrected results were issued and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Ocd field service investigated and performed necessary repairs to reconnect a purified air supply tubing that had inadvertently become disconnected. Following the service activity, no further occurrences of positively biased tropi es results have been observed. The investigation determined the most likely cause of the positively biased tropi es results was instrument related.